Event description:
It was reported that surgery was performed due to a non-union, patient fall and a broken humeral nail above the third screw hole from the distal end. The nail was originally implanted in 2012 after a fall. It was reported during surgery that the new break was along the original fracture line. Surgery was successful (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. A review of the device history records was performed and revealed that synthes manufacturing (nails department) manufactured the 7mm titanium cannulated humeral nail ¿ ex / 250mm sterile, (B)(4), lot # 5712852. The cannulated humeral nail was inspected to the synthes inspection sheets, number (B)(4) revision ¿b¿ and (B)(4) revision ¿d¿. Four parts were released to the warehouse on (B)(4) 2008. Material review reports (mrr) # (B)(4 )was written on (B)(4) 2008 for a quantity of two parts for the notch depth failing minimum dimension. The parts were scrapped and the mrr was dispositioned and closed on (B)(4) 2008. Mrr # (B)(4) was written on (B)(4) 2008 for a quantity of four parts for the label reconciliation. The mrr was for documentation issues only (not a supplier issue) and the operators were re-trained. The mrr was dispositioned as rework and closed on (B)(4) 2008 the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Expiration date: january 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.